Manufacturer narrative:
As reported in a research article three years after the valve was implanted endocarditis, was confirmed along with a peri-prosthetic leak and stenosis. About two months afterwards the patient passed away due to unknown causes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in (B)(6) of 2016, a 21mm trifecta valve was successfully implanted. In (B)(6) of 2019, aortic prothesis endocarditis was confirmed. The left ventricle was moderately dilated with a serious global hypokinesia; left ventricular ejection fraction (lvef) was 35%. The gradient was measured from the left ventricle to the aorta as 19mmhg, the maximal aortic speed was 288cm/s, and moderate to median aortic failure was confirmed via a periprosthetic leak. A hypo-echoic formation was seen next to the posterior portion of the aortic annulus, measured at 18x12mm, compatible with the diagnostic of a circulating annular abscess. In (B)(6) of 2019, the patient died. No additional information was provided.